Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure to treat a target lesion in the superficial femoral artery, the armada 35 dilatation catheter was advanced to the target lesion without difficulty and inflated using a syringe. The device was removed, and difficulty was noted. The device and guide wire were removed as a single unit. Upon removal, it was noted that the balloon had ruptured and a portion of the balloon had separated. The separated portion was removed using a snare device. No portion of the device remained in the patient anatomy. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation and material rupture were confirmed; however, the reported difficult to remove was unable to be confirmed as it was based on operational circumstances of the procedure.